Event description:
Patient states that the right side of the brake plate on her wheeled walker struck her outer right leg causing a deep laceration. Exact details cannot be recalled though patient thought walker may have rolled to her side at some point. Patient was hospitalized for treatment following the incident.